Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-jun-2026: it was confirmed that the damage was on the silver cable. It was not confirmed when the damage was identified. The patient has not returned to the hospital due to any post-surgical complications. Isi did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction(s): it was identified that "annex a - device prob desc 3 : a0501 - detachment of device or device component" does not apply as a failure for this instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the cadiere forceps instrument was connected to the arm, the tip would not open. It could be opened and closed manually. It still would not open when connected to the arm again. When a different cadiere forceps was connected to the arm, it opened without any problems. It was stated that the wire was missing. The procedure was completed with no patient harm.